Manufacturer narrative:
(B)(4). Feed link. The analysis results found that the el5ml device was received in good visual condition. Upon cycling the device, it was noted the firing mechanism was damaged. The device was disassembled and the feed link was found to be broken. However, it could not be determined what may have caused the found condition. Ten clips were found on the clip track. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an open gastrectomy procedure, the clip was not fed into the jaws properly. Another device was used to complete the case. There were no adverse consequences to the patient.